Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the suture broke. A flexima¿ vtc was used for percutaneous nephrostomy procedure. As the procedure was almost done, the physician tried to loop the catheter. However, when the physician pulled back the suture, the suture snapped. The catheter was cut to remove the device from the patient's body. The procedure was completed with a different device. No patient complications reported and the patient's status was stable.